Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Bg values not provided. Customer alleged that the pump's control-iq software delivered unnecessary insulin to cause low bg levels. Customer addressed bg level by consuming carbohydrates. Although requested by tandem technical support, no additional information was provided.